Event description:
It was reported that the patient presented for an implant procedure. During the procedure, when the physician tried to implant the lead in the septum, it was noted that the lead exhibited high threshold which resulted in failure to capture. The lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.